Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Hamani, c., giacobbe, p., diwan, m., balbino, e., tong, j., bridgman, a., lipsman, n., lozano, a. M., kennedy, s. H., nobrega, j. N. Monoamine oxidase inhibitors potentiate the effects of deep brain stimulation. American journal of psychiatry. 2012;169(12):1320-13 21. Doi: 10.1176/appi.ajp.2012.12060754. Summary: the authors provide clinical and preclinical evidence suggesting that the effects of dbs may be potentiated by the co-administration of monoamine oxidase inhibitors (maois). The case study highlights the effects on a 35-year-old man diagnosed with depression. Reported event: a 35 year old male experienced a loss of therapeutic effect four years after dbs implant. Reprogramming did not resolve the issue. The implantable neurostimulator was replaced without a noticeable improvement in depression. The patient was given tranylcypromine, 40 mg orally, twice a day, alongside dbs (2.5 v, 90 's, 130 hz,1- 5- c+). After the medication change, the patient's depression improved markedly.

Manufacturer narrative:
(B)(4).